Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced during an unrelated procedure. The original lv lead was not repositioned due to abnormal patient anatomy. The patient was stable following the procedure.